Event description:
The jaw from the fenestrated bipolar forceps instrument was identified to be misaligned during a da vinci si myomectomy procedure. Nothing reportedly fell into the patient and there was no allegation of patient harm.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip of the instrument was bent, causing side to side misalignment of grips. There was a 0.109 offset at the tips, indicating overloading at the tip. Electrical continuity passed. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. An additional observation was noted for the instrument's main tube during investigation. The distal end of main tube had various scratch marks showing light material removal and a rough surface finish. Scratches were short in length and not axially aligned with the tube. Evidence not conclusive, but damage may be due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.